Event description:
It was reported that the c-arm is automatically rotating on its own. No injury reported. A field engineer was dispatched to the site and was unable to reproduce the reported issue. The rotation switch at the back of the c-arm was replaced. Once this was completed the system was working as intended.